Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic live donor nephrectomy, on stapling of the renal artery, when the surgeon opened the jaws of the device the artery was stuck to the white part of the cartridge and some of the staples had not formed. There was bleeding from the artery so the surgeon pinched it to stop it and then placed a clip. After leaving it for a while with a swab on it, the user came back and oozing had slowed. There was not more than 500cc blood loss but the procedure was extended by more than 30 minutes because of the issue. There was tissue damage. The device was able to fire and the staple line was incomplete. The jaws could not initially be opened fully on the artery. Once the artery was removed from the stapler and it was removed from patient cavity, it was able to be opened. The surgeon had to manually force open with a grasper and oversew the artery to resolve the issue.

Event description:
According to the reporter, during a laparoscopic live donor nephrectomy, on stapling of the renal artery, when the surgeon opened the jaws of the device the artery was stuck to the white part of the cartridge and some of the staples had not formed. There was bleeding from the artery so the surgeon pinched it to stop it and then placed a clip. After leaving it for a while with a swab on it the user came back and oozing had slowed. There was not more than 500cc blood loss but the procedure was extended by more than 30 minutes because of the issue. There was tissue damage. The device was able to fire and the staple line was incomplete. The jaws could not initially be opened fully on the artery. Once the artery was removed from the stapler and the device was removed from patient cavity it was able to be opened. The surgeon had to manually force open with a grasper and over sew the artery to resolve the issue.

Manufacturer narrative:
Additional information:b5, d8, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the instrument body displayed no abnormalities. The cartridge noted the single use loading unit (sulu) was fully applied. The loading unit tip was received broken. Back extruded staples were observed. Functionally, the back extruded staples were removed. The cam bars were reset. The approximating lever opened fully and the sulu unloaded and loaded repeatedly without difficulty. The instrument and sulu were cycled with acceptable results; the pushers advanced. The sulu and instrument were subjected to a tissue capacity/clamp test with acceptable results. The jaws opened. It was reported that an unexpected bleeding occurred along the staple line, the staples did not form as expected, and staples were missing from the staple line after firing. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur by application on over indicated tissue. It was also reported that the jaws of the device remained closed on tissue after firing. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the sulu cartridge of the instrument was received broken. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use the multifire endo ta¿ 2.5mm staples on any tissue which cannot compress comfortably to 1 mm in thickness or on the aorta. In such cases, the tissue is too thick for the staple size; however the 3.5 mm staple size may be used provided the approximating lever closes comfortably and the tissue can comfortably compress to 1.5 mm in thickness. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.